Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). No product was returned for investigation despite multiple requests. The customer complaint of smartsite popped apart could not be confirmed due to the product was not returned for failure investigation.

Event description:
The customer reported that the smartsite needleless valve popped apart while the antibiotic was infusing. No add'l info was available.